Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. Eval confirmed and reproduced the "does not recognize a closed door" as a door not fully latched alarm. Eval experienced a door not fully latched alarm caused by a loose upper link screw. The link screws were replaced.

Event description:
It was reported that a spectrum pump does not recognize a closed door. Any pt involvement, injury or med intervention is unk.